Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 27aug2019. The manufacturer's field service engineer (fse) found the backup battery voltage is low. The fse left unit for a full charge and the backup battery got a full charge and passed testing. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer stated the monitor is turned off but the fan is still blowing. There was no patient involvement at the time the issue was discovered.